Event description:
It was reported that pt presented with vibratory notification or eri, on interrogation of the device several noise episodes were seen. Loss of atrial capture was also observed. The impedance was variable, being low initially and had progressively increased to high lead impedance.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.